Event description:
Patient reported fluid in left breast and concern with the product. Healthcare professional reported "yellow, jelly type liquid coming out of it" and a hard cyst. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid in my breast. Device evaluation: visual analysis of the returned device identified fold creases and crystalline. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified wear abrasion. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.